Event description:
Guidant received information that the patient with this implantable cardioverter defibrillator (ICD) and associated implantable transvenous defibrillation lead received a shock. The device was interrogated and a yellow, low shock impedance fault appeared. Review of the episode detail revealed a <20 ohm impedance measured for the shock. A shock impedance test measurement was peformed and was 37 ohms, it had been 37-40 ohms previously. The right ventricular (rv) thresholds and impedance measurements are the same and no noise apparent. The shock was appropriate and did convert the rhythm. A guidant technical services consultant discussed that when a low impedance fault occurs, some part of the energy delivered goes to the device. The consultant recommended replacing the device and recommended closely examining the tachy lead as it may have been the source of the shorted condition.